Manufacturer narrative:
(B)(4)

Event description:
Upon additional follow up patient canceled appointment, and indicated he had no complaints.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows during start up the system passed successfully all initialization steps and the user performed the gas change, the energy check, skipped the scanner test and performed the eyetracker successfully. The first fluence test failed due to high ablation depth, so the user decreased the target energy and renewed the energy check and performed the fluence tests successfully. The user performed three treatments successfully without any warning or error message. No treatment shows an interruption and no error message. So the reported problem cannot be confirmed. The system shows no deviation from the technical side during logfile review. During the onsite visit the tm (territory manager) replaced a printed circuit board and verified system to specification. The sample has not been returned for evaluation. Without sample the root cause could not be determined conclusively. No technical root cause could be determine by review of logfile. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported to the field service engineer (fse) the laser stopped at the beginning of excimer laser ablation. Reporter indicated the laser displayed a system message that was unable to be cleared. The procedure was aborted and all remaining cases of the day were rescheduled. Upon follow up, reporter indicated the patient returned and had lasik procedure performed on the left eye and reports he is doing well, with the exception of glare and halos.